Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer was using fiasp and lyumjev insulin. Tandem customer technical support informed customer that fiasp and lyumjev are off label per the user guide. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.